Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out. The blood glucose reading was 171mg/dl. Troubleshooting was performed, and found that the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.